Event description:
During breast biopsy procedure, machine did not allow the paddle to initiate start by md. The power did not stay on. Machine was turned off and on, unplugged, and still did not work as intended. Canister was switched out and machine rebooted and then machine worked. While trouble shooting was being performed, biopsy needle was in patient's breast. No patient harm. During follow up with hologic rep, they refused to come out and repair unit, stating hologic did not have a repair tech for the unit.